Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient occured a postoperative sepsis. The surgeon reoperated the patient with a cleaning if the implants and a revision of the femoral head.

Manufacturer narrative:
Reported event : an event regarding infection (leading to revision) involving a d36-cl biolox delta cer fem head was reported. Conclusions: product was not returned making technical investigation impossible. Documentation review: d36-cl lot 1511119a. Manufacturing order: (B)(4) units manufactured. No non-conformity has been recorded on this batch. Manufacturing steps ensuring the cleanliness and sterility of the device. - final cleaning step ensuring decontamination: not anomaly, compliance with the validated cycle. (B)(6) 2015 10:34:38 metal program 2 compliant parameters. - sterilization step ionisos: not anomaly, in line with expectations. Certificate n°15t04052d: compliant parameters. The manufacturing steps ensuring the cleanliness and sterility of the device do not present any deviations likely to compromise the cleanliness or sterility of the device. (B)(4) units mises sur le marché par serf en décembre 2015 / (B)(4) units put on the market by serf in december 2015. Aucune autre réclamation a été enregistrée sur ce lot / no other complaint has been recorded on this batch. In the absence of more information, cause not established. Corrective action/preventive action: no action is required.

Event description:
No new information.